Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc was within the customer's established ranges prior to the erroneous results. After the erroneous results qc was out of specifications high. Per the customer, patient samples analyzed during this event were repeated with reproducible results, excluding five results. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced many parts and completed many adjustments. The fse also performed verification tests which all met specifications. Per the fse, not one particular hardware issue could be identified that would have contributed to this event as he replaced and adjusted several components. Although hardware is a likely contributing factor, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining creatinine kinase - mb (ck-mb) results above the normal reference range for four (4) patients' samples that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory; however, upon repeat testing the results were within the normal reference range and corrected reports were issued. There was no change to patient treatment associated with this event.